Manufacturer narrative:
The complaint investigation for falsely elevated potassium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A field service engineer was on-site and found no issues and was unable to replicate the elevated results. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. Data provided for the patients showed that the retest results were lower. Quality control (qc) results had been acceptable. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity c ict sample diluent, list number 07p53-20, on the alinity c analyzer, serial number (B)(6), was identified.

Event description:
The customer observed falsely elevated potassium results for two patients on an alinity c analyzer. The following data was provided (customer¿s reference range is 2.8-6.0 mmol/l): sample ID (B)(6) initial result, on 23sep, was 7.1, repeat was 4.7, repeat, on another analyzer, was 4.7 mmol/l sample ID (B)(6) initial result was 6.8, repeat was 4.4 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6)and sample ID (B)(6). All available patient information was included. Additional patient details are not available.